Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella pump was returned and visually inspected. A cannula kink near outlet cage was observed. There was no biomaterial nor broken blades observed. Data logs were reviewed and impella in aorta alarms with suction were observed during the entire case with low flow. As per clinical, upon starting impella cp, pump moved out into the aorta. It was unable to be re-advanced past the aortic valve. As a result, the cp pump was removed and reinserted. After reinsertion and starting up the pump in auto, spikes in motor current noted on aic and persistent suction alarms began. A new pump was placed and the pump ran without any issues. The cause of positioning issue is use related due to improper technique.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 38-year-old female in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp was not able to achieve flows greater than 1.0. It was believed that there was possible thrombus ingestion. The cp was explanted, and a new cp placed. The patient is stable.